Event description:
It was reported that the drill or attachment overheated and burned the pt's lip or jaw area during an oral surgery. It was reported that the burn is "not too severe", but the exact location and specific severity and size of the burn are unk at this time. Treatment administered after the procedure is unk at this time, and additional or continuing medication and expected permanent damage or scarring caused from the burn are also unk.

Manufacturer narrative:
The handpiece and attachment were received at the manufacturer for eval, and the reported condition of the attachment overheating was confirmed. Based on the investigation details, the likely cause for the overheating was, problems with debris and corrosion getting into the device. The front of the attachment has a gap between the bur pilot and the outer housing, which has the potential to allow corrosion to enter the attachment. Once enough corrosion and debris builds up in the attachment, it may cause the device to not work properly or can physically bind up the attachment. Also, there were no issues found with the drill.